Event description:
Per received report: the cause was a wide necked paraopthalmic aneurysm. A 28mm cordis enterprise stent was deployed prior to attempting to coil the aneurysm. The microcatheter position with the boston scientific's excelsior 10 microcatheter was not optimal and upon introduction of the coil, the microcatheter got pushed out of the aneurysm. During repositioning, the coil would not advance or retract. At this point, the coil had stretched and broke but remained inside the microcatheter. A small tail of the coil protruded out of the microcatheter. The physician thought that an attempt to retrieve the remaining coil was not necessary. Instead, another stent was deployed to "tuck" in the protruding coil. Patient was prescribed with aspirin and plavix and was reported to be intact and no complications noted post op.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.